Event description:
It was reported that during a da vinci-assisted cystocele repair surgical procedure, error c-38 occurred on the erbe generator. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the user to power cycle the erbe, adjust energy settings, and replace the cautery cord. However, the issue persisted. The customer replaced the erbe generator with a third-party generator to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the isi field service engineer (fse) and obtained the following additional information: the reporter confirmed that the system functionality was checked upon powering, and no issues were detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electrosurgical generator unit (iesu) to perform failure analysis. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The unit energized and cauterized and all ports recognized instruments. C-00 error was found in the error log.